Event description:
It was reported the patient experienced a loss of therapeutic effect. On (B)(6) 2010, the patient's implantable neurostimulator (ins) showed impedances of >10,000 ohms. The patient stated she had spinal fusion surgery approximately a year before the loss of effect, but did have "good stimulation" after the procedure. The patient stated her device had been reprogrammed in (B)(6) 2010. The patient also reported "the sensation that her ins pocket is swollen." The patient's device system was subsequently explanted. No patient injury was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.